Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the up and down buttons of the insulin pump had stick and also insulin pump received motor errors. Customer¿s blood glucose level was unknown. Customer also reported that insulin pump had dim light, slow to rewind, frequent battery changes and scratched on the screen. The device will not be returned for analysis.